Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17, checking your blood glucose 4 / page 36. Warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported her blood glucose (bg) reached 350 mg/dl and that the cannula was bent. The patient was able to activate a new pod and give a manual injection with an insulin pen which lowered her bg levels to 120 mg/dl. The pod was worn between 36 and 48 hours on the arm.

Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was found to be bent. During the investigation, the bend did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any signs of struggle during the run. No other damages or defects were found with the device. It could not be conclusively determined when the bend on the soft cannula occurred or if it contributed to the reported high blood glucose levels.